Event description:
The caller reported the cuff of the tracheostomy tube deflated about two days after it was inserted in the patient. The tracheostomy tube was removed, and the patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.